Event description:
It was reported that the patient presented in clinic for a follow up. It was noted that the pacemaker exhibited invalid egms, an error message and telemetry issue. No programming changes were made and the patient continued to be monitored. The patient status was stable throughout.